Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow, down arrow and ok keypad buttons were sticking. The patient noted that the up arrow button was flattened. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump outside a garment and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were responsive. The keypad cover was removed from the pump for investigation and the keypad flex was noted to be peeling off from the base. Evidence of contamination was found under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment from the threads to the case seal, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.